Manufacturer narrative:
The device was received for evaluation containing approximately 88 ml of fluid in the bladder. The returned device was labeled for single use. During visual inspection, no evidence of fluid was observed coming out at the luer when the luer cap was removed. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume infusor would not flow during infusion. This event involved a patient with no patient consequences. No additional information is available.